Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was stated that a few days prior, ¿zapping and sensitivity¿ started. The patient was being zapped by the device. The right side of the patient¿s vagina was sore, sensitive, and painful. They had felt an electric shock. It was noted the patient had a bad fall two weeks prior and had landed on the side of the device. At the time of the call, stimulation was decreased from 6.5v to 6.0v and the patient was to try the setting. About a week later, it was stated that the shocking sensations occurred following a fall a couple of weeks prior. The fall was described as a ¿violent¿ fall on the pavement. The device was currently powered off because it was causing shocking sensations in the patient¿s kidney. Lowering the amplitude did not make a difference. It was stated the patient would get the electric shock with the amplitude as low as 4v. The device had been off for a couple of days and when it was off the patient was fine, but when turning it on, the shocking sensations were present. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient ¿most likely¿ needed a revision as their device had ¿not been working¿ since they fell a couple months prior. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v386611, implanted: (B)(6) 2010, product type: lead.